Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded electronic assembly. The alleged missing segments/partial display was unable to be verified due to the blank display. The unit also had a cracked case at a display window corner. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had a partial display anomaly. The patient's blood glucose at the time of incident is unknown. The customer stated that she spotted condensation in the lcd of the pump, and the pump then went blank and would not display. Troubleshooting was initiated for the partial display. The customer confirmed that the pump was not dropped or bumped. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.